Event description:
Pt states cadd legacy pump is malfunctioning (used to administer her remodulin) she states it is not working and she needs a replacement. Pt could not explain if there was an error message or what the exact nature of the problem was, but just kept stating it would not work. Will replace. No adverse event reported as a result. Pt is currently infusing with a back up pump and not due to mix again until sunday. No further info is known. Dose or amount: 3.7mg/kg/min, frequency: continuously, route: IV. Dates of use: (B)(6) 2016 to current. Diagnosis or reason for use: pah.